Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 119 mg/dl. Customer had an issue with the up button. Insulin pump will need to be replaced. Customer also mentioned that her belt clip broke. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked lcd window, cracked display window corner and cracked reservoir tube lip.